Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, at pre-operative testing, the staples were shooting out of the device and were not forming. The case was completed with another device. There was no patient consequence.